Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an implant procedure, the left ventricular (lv) lead was successfully placed and the electrical measurements were adequate upon connection with a pacing system analyzer (psa). Then, the lv lead was attached to the device and a loss of capture was observed. The lv lead was removed from the header several times and screwed back in with the same result. The lv lead and device were explanted and replaced. The lv lead was damaged upon removal. The new lv lead had adequate measurements again with the psa; however, connection to the new device resulted in the same loss of capture. It is unclear whether the initial lv lead or device were the cause of the issue. In the end, a new lv lead and device were put into place. A few days following implant, the device was checked again and acceptable capture for lv pacing was observed. The patient was stable. Related manufacturer reference numbers: 2017865-2021-09472, 2017865-2021-09474, 2017865-2021-09479.